Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument had a broken cable. Use of the instrument was discontinued, and it was replaced to the backup. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Manufacturer narrative:
A review of customer provided image was performed by an intuitive surgical inc., (isi) regulatory post market surveillance analyst. Following information was provided: the image did not reveal any visible damage on the instrument. Intuitive surgical, inc. (Isi) did receive the harmonic ace instrument to perform failure analysis. Failure analysis investigations did not confirm the customer reported complaint. The instrument was analyzed and it did not have exposed cables. No product issue was identified. Correction: primary product batch/lot number under section d was updated to: l802401250149. Primary product UDI number under section d was updated to: (B)(4).

Event description:
Refer to h11 for follow-up information.